Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed 1 similar complaint for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales representative that the customer's omnispan had an issue with the deployment of the two anchors on their 12 degree needle during an acl procedure. He stated the surgeon loaded the applier with the 12 degree needle, and pulled the gray trigger once the applier was positioned correctly. He thought the anchor deployed correctly so he pulled the red trigger, repositioned the applier and pulled the gray trigger again to deploy the second anchor which he felt was deployed correctly. When the surgeon went to pull the sutures to tighten, he noticed both anchor did not deploy and set behind the meniscus and had to pull them out and deploy new anchors into the patient. He was able to get both anchors out of the patient and successfully deployed 2 new anchors with a new needle in the same applier to complete the procedure with no patient consequences. There was no delays and the needle and anchors were discarded. No further details were available.